Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a leaking issue with the cartridge. The patient's health care provider reported that the blood glucose read "hi" on the meter. The patient reportedly was vomiting, had large ketones and was admitted to the hospital for dka. The patient reportedly was treated in the hospital via intravenous fluids and insulin injection and remained in the hospital. Insulin was noted to be inside of the cartridge compartment when the pump was inspected. This complaint is being reported because the patient experienced an adverse event due to the alleged leaking cartridge issue.